Event description:
Acute inflammatory response in knee [inflammation]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician's assistant regarding a female pt, (age not provided), initials unknown. The pt's medical history was significant for previous use of synvisc (multiple series, every 9 months). On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20); injection, (route of administration and dosage regimen not provided), in an unspecified knee. On an unspecified date, the pt received the second synvisc injection. After the second injection (on an unknown date), the pt developed acute inflammatory response in knee. On an unspecified date, the pt's knee was tapped and an unknown amount of fluid was aspirated (knee effusion). The pt was given steroid injection (corticosteroid) for acute inflammatory response in knee and knee effusion. The action taken with synvisc treatment was not provided. The outcome for both the events was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporter did not provide the relationship of synvisc with both the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.